Event description:
It was reported that the procedure was to treat an 80% stenosed, mildly calcified lesion in the mildly tortuous distal internal carotid artery. The emboshield nav 6 embolic protection system (eps) was successfully advanced to the target lesion; however, it failed to deploy and the delivery sheath separated. The separated sheath was successfully retrieved with the guiding sheath. There were no reported adverse patient effects; however, there was a clinically significant delay in the procedure. Another emboshield nav 6 eps was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Evaluation summary: the device was returned for analysis and the reported failure to deploy and separation of the delivery catheter was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.